Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient endured an episode of ventricular tachycardia during impella cp support. No intervention was noted and support continued uninterrupted with the implanted pump. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.